Event description:
It was reported that the patient is being seen in the emergency room as their heart is racing between 120-190 beats per minute. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2 implantable pacing leads 2013-(B)(6). (B)(4).